Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ specialty use sterile hypodermic needles had black specks on them. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd precisionglide specialty use sterile hypodermic needles had black specks on them. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Eighty-two samples were returned. One sample was opened, the other 81 were in the original, unopened blisters. A visual inspection was performed on the returned samples. The one sample that had been opened had a black burn on the collar of the shield therefore failure mode was verified. No issues were observed with the remaining samples. The black burn was probably caused by a blocked vent on the mold at the molding operation. This appears to be an isolated incident, and does not exceed specification limits. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7114914: a visual inspections were performed on (B)(4) parts with zero defects noted. Cleaning was performed 22 times per procedure. No quality notifications were written for this batch, nor for the associated assembly batches. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7138932, regarding item (B)(4).